Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent mesh implantation due to stress urinary incontinence. The outcomes attributed to the device are pain, erosion, extrusion, recurrence, dyspareunia and urinary problems. The patient underwent a hysterectomy on (B)(6) 2009. It was reported that patient underwent removal on (B)(6) 2009. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent bso, vaginal vault colposuspension to the right, and lower uterosacral ligament and enterocele repair on (B)(6) 2009. No additional information was provided.